Event description:
It was reported a patient underwent and orthopedic surgery on an unknown date in 2022 and topical skin adhesive was used. Patient, states she has had an allergic reaction to a adhesive dressing that was placed on the skin after orthopedic surgery. Surgery estimated to be end of oot/early (B)(6) 2022. Patient states the ortho doctor used dressing and some sort of rubbery water proof dressing over the it, over the incision site. States that in the doctors office he tried taking off dressings using acetone and she immediately broke out in hives and started to swell. Patient states she has been to md office 6 times at least about this and was in the ER last night over it. States sticky glue substance wont come off and now its a clear film over what looks like hamburger meat. Patient/customer states her face/forehead is swollen, fingers swollen and eyelids swollen, says she cannot get out of bed due to this. Requesting help as how to get the substance off her skin that appears to be stuck on there permanently. Patient states she is dizzy too. Patient states ER doctor gave her steroids' last night and she has not yet taken them. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: patient was advised to go straight to the ER over swelling reaction and to seek medical help from her primary care provider and a dermatologist too. Patient was advised to take her medications as prescribed. Customer/patient did not want to speak to a employee over the phone and asked me to relay the message to them and make them aware. Customer says she will contact her doctor and go to the ER if need be. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: conversation with patient-stated said she was all set. Has been on 15 days of prednizone, still seeing dermatologists and immunologists. She is allergic to product and will not be using again. Ended call as she had an appointment and she is all set. No further information provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.